Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) requested the defective unit back for investigation and found, that the complained issue could not be reproduced. Neither visual nor functional inspection could reproduce the claimed error message. A calibration and a run test have been performed without any issue. Since the reported failure could not be reproduced, a root cause could not be identified. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.